Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no motor error or excessive no delivery alarm on the device. The motor passed the motor test and all buttons functioned properly. There was no damage on the keypad assembly and no unexpected numbers ramping during testing. The insulin pump was received with cracked reservoir tube lip, scratches on the lcd window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call keypad anomaly, motor error alarm, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 401 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for no delivery alarm was performed. Customer advised the alarm occurred during basal delivery. Customer was advised to do a complete set change. Customer declined to return the reservoir and infusion set for analysis. Troubleshooting for motor error alarm was performed. Customer advised they were able to rewind the insulin pump. Customer advised they had more than 1 motor error alarm in a 30 day period. Troubleshooting for keypad anomaly was performed. Customer advised the numbers ramped up on their own on two separate occasions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.